Manufacturer narrative:
Weight and ethnicity: information unknown/not provided date of event: exact date unknown/not provided. Best estimate date is between 1/19/2021-5/11/2021. Initial reporter telephone number: (B)(6). MFR site telephone number: (B)(4). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with tecnis synergy intraocular lens (iol) implanted in both eyes complained of strong halos. The iols were later explanted. This was discovered during the post operative examination. No material is available because it was discarded by the customer. Pre operative vision od + 1 / -0.5 / 175 = 0.6; post operative vision s.c (without correction) 0.8. Pre operative vision os +1 = 0.6; post operative vision s.c. 1.0 p. When the doctor was asked about patient's underlying conditions, he reported that the patient had pre operative posterior opacity but was otherwise ok. No additional information was provided. Patient had bilateral lens implants. This report captures the lens implanted in patients left eye. A separate report will be filed for the right eye.